Event description:
Country of complaint: (B)(6). Device broke during distraction. Surgery was delayed 30 minutes.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the received product was found to be according to specification. No broken parts or damage was found. Corrective action not required.